Event description:
It was reported that during a lap hysterectomy procedure, after multiple activations the device energy activation button began to stick in the "open" or "on" position. The surgeons first noted as the generator continued to tone the activation after they had removed the device from tissue. This occurred another five times until the completion of the case. The surgeons would push the jaws of the instrument open and this seemed to "pop" the energy activation into the off position. There were no patient consequences. Case completed with the initial device. One device will be discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.